Event description:
Complainant alleged that while attempting to defibrillate a pt via internal handles, the device displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device and used the same set of internal handles, to continue treating the patient. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.